Event description:
It was reported that the compressor did not turn on. There was no patient harm. Manufacturer's ref # : (B)(4).

Event description:
Manufacturer's ref # : (B)(4).

Manufacturer narrative:
It was reported that the compressor did not turn on. Our field service engineer found blown fuses stuck in the mains inlet. After fuses and the mains inlet was replaced the compressor passed all functional and safety test per factory specifications and was returned to the customer for clinical use. If the reported failure occurs the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the fuses were blown and stuck in the mains inlet, which caused the compressor to not start. As no part was returned, the root cause could not be determined.